Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us. Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent dislodgement and stent damage were confirmed. The difficulty removing the protective sheath could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that during the removal of the protective sheath from the 3.50 x 33 mm xience prox drug eluting stent (des) slight resistance was felt and the stent implant was observed to be stretched. A replacement stent delivery system was used to complete the procedure. The device was not used on the patient. There was no clinically significant delay in the procedure. Return device analysis revealed that the stent was dislodged from the delivery system. Follow-up with the account confirmed that the dislodgement occurred during sheath removal. No additional information was provided.